Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Did not feel well at all (B)(6). Tampon is not sufficiently "gripped" around the string [device physical property issue]. Case narrative: consumer reported via e-mail that tampons are not well manufactured and the tampon is not sufficiently gripped around the string. No serious injury reported.